Event description:
In 2007, the patient's wife reported that the patient has been experiencing occlusion (e4) errors while attempting to bolus and his blood glucose is elevated in the 300 mg/dl range. His normal blood glucose range is 130-180 mg/dl. The patient's wife stated that she has noticed air in the insulin cartridge. She stated that the patient does not allow insulin to warm to room temperature before use. He also does not bolus 1 unit of insulin to fill the cannula space after inserting a new infusion site and he has scar tissue. The patient inserted a new infusion site and was able to bolus but he received occlusion errors if he attempted to bolus more than 2 units of insulin. The patient was sent an infusion set insertion device and replacement infusion sets. Upon follow up four days later, the patient's wife stated that the insertion device has helped with the placement of the infusion sites. She stated that she was not inserting the infusion sites quickly enough. The patient has not received any further occlusion errors. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No products will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.